Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences. Customer reports that sensor glucose was between 200 and 300 and blood glucose was between 80 mg/dl and 120 mg/dl. Customer was admitted to the hospital on (B)(6) 2014 due to diabetic ketoacidosis. Customer's blood glucose was between 330 mg/dl and 400 mg/dl. Customer was released on (B)(6) 2015 with blood glucose of 230 mg/dl. Customer was advised on proper procedure of calibrating. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.